Event description:
Rn was attempting to remove a catheter from side arm. On removal it was noted that the mechanism that seals the part had come out with the withdrawal. Possible defective catheter. Pt became somewhat less responsive. Pt was placed on left side and seclusive dressing applied with pressure. New catheter was then placed.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.